Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the art line/transducer set was leaking at the red stopcock that is connected to the aspiration syringe during preparation for use on an adult patient. No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed since a lot number was not provided.